Event description:
Customer alleged after using unit approx 4 months noticed one time a spark and flame came out of unit. No injury alleged.

Manufacturer narrative:
At this time, we have contacted the initial reporter and are attempting to get the unit back for eval. No eval or conclusions have been determined. A supplemental report will be issued if the device is returned.